Event description:
It was reported via repair work order that the cot is difficult to load due to the load wheel caster mounting bolt getting sheared off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.